Event description:
The manufacturer service technician reported that the weld was compromised on the housing during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.